Event description:
Same case as MDR ID#: 2134265-2013-07277; 2134265-2013-06009. (B)(4). It was reported that chest pain occurred. In (B)(6) 2012, the subject presented with sudden onset of retrosternal chest pain, prior to reporting to the emergency department, associated with shortness of breath and lightheadedness which was diagnosed as unstable angina and was referred for cardiac catheterization. The index procedure was performed. Target lesion #1 was a de-novo lesion located in the proximal left circumflex (lcx) artery with 75% stenosis and was 8 mm long with a reference vessel diameter of 3.5 mm. The physician treated the lesion with 3.50mm x 16mm ion stent, with 0% residual stenosis. Post deployment of 3.5 x 16 mm ion us coa in proximal lcx (cass site #18), the subject experienced chest pain which was treated with 2mg morphine. Target lesion #2 was a de-novo bifurcated lesion located in the 1st obtuse marginal branch (om) with 90% stenosis and was 8 mm long with a reference vessel diameter of 2.25 mm. The physician treated the lesion with pre-dilatation using a 2.0 x 12 mm quantum maverick balloon catheter and placement of a 2.25 mm x 12 mm ion stent. Post deployment of the stent, the subject experienced chest pain which was treated with 2mg morphine. Following post dilatation, residual stenosis was 0%. One day post procedure the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).